Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed no capture and no sensing on the atrial lead. On (B)(6) 2022, x-ray was performed and revealed atrial lead dislodgement. The physician elected to explant and replace the atrial lead. The patient was recovering.

Manufacturer narrative:
The reported events of failure to sense and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix was fully extended and clogged with blood/tissue. X-ray examination found the over-torqued inner coil and the bent helix consistent with procedural damage. The measured full helix extension length was within product specification.